Manufacturer narrative:
The current aneurysm size is reported to be 70mm. It was reported that implantation of a non-mdt proximal cuff was attempted but was unsuccessful. It is unsure why this was unsuccessful but may have been due to a longitudinal tear. No additional clinical sequelae were reported and the patient is being monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with an increasing aneurysm sac four years and three months later, and CT showed a visible type iiib endoleak in the main body stent graft. A cuff was implanted proximal to the main body to seal over the hole as treatment on an unknown date. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.